Event description:
The patient reported that her infusion device does not alarm 34 (occlusion) error and she has experienced elevated blood glucose. She stated that sometime in 2009 at 8:00am, the piston rod of her infusion device would not extend. At 12:00am, her blood glucose measured 78 mg/dl and by 10:18pm her blood glucose measured 288 mg/dl. She bolused through her infusion device and then changed the infusion site. She found blood in the cannula and she changed the infusion set and insulin cartridge. In the next day, the patient's blood glucose measured 161 mg/dl at 1:04am and she bolused. At 6:39m, her blood glucose measured 60 mg/dl. In the following day, after exercising the patient's blood glucose measured 156 mg/dl at 2:32pm and she bolused 4 units of insulin. At 6:18pm her blood glucose measured 257 mg/dl and she bolused and at 10:18pm her blood glucose measured 102 mg/dl. In the next day, the patient's blood glucose measured 284 mg/dl at 3:10pm and she changed her infusion site and bolused. At 5:55pm her blood glucose measured 193 mg/dl and she bolused and at 10:28pm her blood glucose measured 101 mg/dl. Her normal blood glucose level is 100-120 mg/dl. She stated that she currently has an infection and is taking new medication. No further information is available.

Manufacturer narrative:
The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.